Event description:
A customer reported encountering cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and guided the customer through the process, which resolved the issue successfully, allowing the sensor session to commence without further errors.